Event description:
A distributor complaint was reported involving a pump that failed to start due to a broken usb port, which prevented it from being plugged in. There was no reported impact on the customer's blood glucose level. To resolve the issue, it was decided that the device would be returned and a replacement pump was provided to the customer.